Manufacturer narrative:
One swartz braided transseptal introducer, sl0, 8.5 f was received for investigation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into the syringe that was connected to the extension port of the sheath after inserting the sheath into the patient, prior to inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.